Event description:
An aneurx stent graft system was inserted in a pt for endovascular treatment of an abdominal aortic aneurysm. The pt's aorta and iliac arteries were severely lotuous with no calcification. It was reported that the stent graft delivery system kinked during attempts to advance the stent graft through the contralateral gate, due to the pt's anatomy. The delivery system was removed form the pt. It was reported that the physician exchanged guidewires to a stiffer guidewire and a second aneurx device was successfully used to complete the case. The device was discarded by the user facility, due to the pt having an infectious disease. No clinical sequelae reported and the pt is reported to be fine.